Event description:
It was reported that the catheter was revised and the pump was explanted on (B)(6) 2015 (this information was previously reported as part of manufacturer¿s report #3004209178-2014-24225). An 8796sc catheter was connected to the existing portion of the 8709sc catheter. The drug that the pump was delivering at the time of the revision wasn¿t provided. No patient outcome or cause of revision was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008 product type catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008 product type catheter. (B)(4).